Event description:
Rep from the hospital biomed department found that the trendelenberg features would not function on this bed. After troubleshooting with a hill-rom service technician, it was discovered that a connector had come loose on the trend limit switches. When he reattached the connector, the bed functioned as designed. He reported that there were no adverse events associated with this bed malfunction.